Event description:
Healthcare professional reported left side deflation and exchange of textured device due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety-product/procedure: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and product concern.

Event description:
Healthcare professional reported deflation and exchange of textured device due to product concern. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19dec2023.

Event description:
Healthcare professional reported left side deflation and exchange of textured device due to product concern. Device has been explanted.